Event description:
After placement into the patient, there was a sensor error with the ablation catheter. The catheter was removed and replaced with no harm to the patient. Clinical site notified mfg rep directly. Manufacturer response for ablation catheter, thermocool smarttouch stsf (per site reporter) clinical site notified mfg rep directly.